Event description:
Event description guidant received information that the patient implanted with this implantable cardioverter defibrillator (ICD) experienced an injury due to a defect in this device.